Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, severe central aortic regurgitation was revealed during post-op echocardiogram. The patient was placed back on cardiopulmonary bypass (cpb), and the valve was successfully replaced with a non-medtronic device. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was distorted; oval shaped. Two long suture tails, one green and one white, remained attached to the sewing ring on the outflow adjacent to the left cusp. All leaflets were in the closed position with a gap at the point of coaptation extending between the coaptive ridges of the non-coronary and left cusps. All leaflets were slightly stiff but flexible possibly due to the blood contact and/or the decontamination process. Note: per a note by the sales representative, the valve was placed in a glass jar with no fluid or solution for approximately 36-48 hours, then held in filtered water until the explant kit arrived. All leaflets were intact. All commissures were intact. Based on the analysis observation, it appeared that the valve may have been distorted during implant which resulted in the leaflets not fully coapting. The regurgitation is most likely attributed to the valve distortion. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.